Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that not long after they had the first surgery they noticed the device was sticking out and it became irritating. They thought it stuck out because of it was swollen from surgery and that it would go down after the swelling went away, but it never went down. About a month prior to report, the doctor surgically went in and pushed it back in. No further complications were reported or anticipated.